Event description:
It was reported that patient experienced no drops of insulin observed at the end of the tubing on (B)(6) 2026 due to which the patient faced hyperglycemia event. The blood glucose was high and was treated by correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.